Event description:
Bad fall resulting in broken bones in a mother of 4. Feet made to worthless. Sockets in the wrong height. "Like 15 hospitalizations due to substandard work since I have been the...". FDA safety report ID# (B)(4).